Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿downstream occlusion¿ was not reproduced. The device was tested for downstream occlusion test with passing results. A review of the event history log revealed "downstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the force sensor no tube and scale factor calibration and downstream tubing guide shim height were out of specification. The downstream tubing guide will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion. This occurred during programming/setup. There was no patient involvement. No additional information is available.